Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and rec'd a result of 49 mg/dl. The normal control range was 91-130 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips were sent to the customer.